Manufacturer narrative:
(B)(4). The sample has been discarded after use and is not available for evaluation. No further information is available at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the separation was due to the supply bag falling and disconnecting. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) during fill 2 of 4. The hp stated the supply bag dropped and disconnected. The hp confirmed he immediately pressed stop. The baxter technical service representative (tsr) assisted the hp to end therapy . The hp confirmed to reset with a new bag and cassette. There was no patient injury or medical intervention.